Manufacturer narrative:
Investigation review DHR inspect returned samples *analysis and findings complaint (B)(4) distribution history: the complaint product was manufactured at csi on 18-jan-2022 under work order (B)(4) and sold on 18-may-2022. Manufacturing record review: DHR-312635 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99232 this unit was at csi on 04-oct-2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to not function properly. Root cause: a definitive root cause is not available. Based on the adjustment made to the trigger this complaint condition is being attributed to wear and tear and handling. Similar complaints have yielded the same root cause. *correction and/or corrective action the unit was repaired, levers adjusted. Tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. *was the complaint confirmed? Yes

Event description:
Freeze button sticks and defrost button will not depress. 1216677-2022-00278-1 ll100 cryosurgical 900001 (B)(4)

Event description:
Freeze button sticks and defrost button will not depress. Fs log # (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.